Manufacturer narrative:
It was reported by the abbott care team that the patients ipg was inoperable. The patient stated he was working with physician to get device replaced once corona virus allows. He stated doctor was going to implant nevro device. Rep reached out several times however patient did not answered several calls or answer voicemail's that were left. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was unable to communicate with external devices or provide therapy. In turn, surgical intervention may take place to address the issue.